Manufacturer narrative:
Note: the hanaulux 3000 series light system is not marketed in the us. This report has been made due to a similarity with devices marketed by maquet in the us. A maquet maintenance technician visited the hospital and found the front pivot of the spring arm was broken. The light has been removed from service. The customer has elected to replace it with a newer device. Maquet medical systems USA submits this report on behalf of the device manufacturing facility. Maquet sas provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
During a surgical procedure, while the medical staff attempted to manipulate the light, the light head separated from the spring arm and fell to the floor. No injuries to patient and users were reported to maquet. (B)(4).